Event description:
Bd ultra-fine 6mm syringes. Sku 326785. Batch: unknown (following up information). Syringes contain water which takes up insulin space insulin supply to 4-year-old child with type 1 diabetes mellitus. My 4-year-old son uses these syringes; we had stopped using them but now we needed to buy again and came out 4 like this. They are pieces that I cannot use and they disadjust our control. I am dismayed that previously I get to apply with that liquid which I do not know what it is.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause is determined to be medical grade silicone that allows the syringe plunger to glide through the syringe barrel. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.